Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an itchy irritation under the lifevest. The patient's physician recommended that the patient use benedryl. Follow-up indicated that the rash was healing.